Event description:
Shaft frosting. Hospital called to report that the outside of the probe was not insulated. Probe used in a patient. No additional information received as of 12/19/2018.

Manufacturer narrative:
Product returned. Simulated use testing confirmed the reported issue of shaft frosting. Further evaluation determined the shaft frosting is doe to a vacuum sleeve failure.